Event description:
It was reported while a patient had activated a pod the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pods cannula had become dislodged from the pod infusion site. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.